Event description:
It was reported that the patient faced an infusion set adhesive issue on 13 jun 2026, where the adhesive of two infusion sets did not adhere to the skin, causing the catheters to come loose immediately after insertion.

Manufacturer narrative:
Initial 2 of 2.e1: name: (B)(6)country: switzerlandstreet: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 8021545 manufacturing site: 3003442380